Manufacturer narrative:
Conclusion: the post valve hemodynamics issue, which most likely was due to the valve dislodgement ending up in a suboptimal position, was resolved with a second valve successfully implanted valve in valve. Potential factors that can influence a pop-out/dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others, and a root cause could not be established.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release, the valve dislodged. The post implant hemodynamics, echocardiogram and angiogram verified a second valve was necessary. A second transcatheter bioprosthetic valve was implanted, valve in valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.